Event description:
It was reported that pump experienced malfunction alarm with malfunction code 16 and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if issue recurred, and caller acknowledged understanding.